Event description:
The customer reported that on (B)(6) 2009, this right atrial lead displayed loss of capture at maximum device outputs and was also far field oversensing causing inappropriate mode switching. It was later reported that on (B)(6) 2009, this lead was surgically abandoned (capped) and successfully replaced due to loss of capture. The lead was actively implanted for approximately (B)(6).

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported clinical allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Loss of capture/sensing is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.